Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of an atypical low voltage/power cable disconnect alarm occurring while the mobile power unit (mpu) was in use was confirmed via the log file. The log file captured several atypical low voltage and power cable disconnect alarms on (B)(6) 2025 while the mpu was in use. These alarms appeared to have been caused by the voltage signal within either or both of the black and white power cables fluctuating below the alarm thresholds, and the alarms resolved after the patient switched power sources. The alarms did not reoccur when the patient reconnected to the mpu later within the data, and the pump operated as intended. The mpu (serial number unknown) was not returned for analysis. Questions regarding the event were asked multiple times, and no responses were received. Available information for this event indicates that the mpu remains in use. The root cause of the observed voltage changes within the log file, causing atypical low voltage and power cable disconnect alarms to occur, was unable to be conclusively determined through this analysis. The serial number of the mpu was not provided. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) and the heartmate 3 lvas instructions for use (section 7 ¿alarms and troubleshooting¿) instructs users on how to identify and respond to alarms that sound from their controller, including power cable disconnect and low voltage alarms. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revisions of the patient handbook and instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a: patient weight not yet available. Section d4: device serial number was not provided, so the expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced low voltage alarms while on the mobile power unit (mpu). No alarms once on battery power. Following review, log files captured an onset of intermittent low power advisory alarms (f10 and f11) and power cable disconnect alarms on both black and white power cable from 04:48 to 04:51 on 30aug2025. Otherwise, there were no other notable alarm conditions or parameter changes. Based on the log files, the mechanical circulatory support (mcs) equipment was operating as intended electronically and mechanically.